Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not on the login page. A technical support specialist (tss) deployed the package from remote smart service, but it failed. The tss dialed into the station to troubleshoot manually and observed that the station could be logged in as usual. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not on login page. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.